Manufacturer narrative:
Product event summary :the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead developed a cosmetic depression while in vivo. The outer insulation of the lead was observed to have blood ingression. (B)(4).

Event description:
It was reported that during an upgrade procedure when the pocket was opened and the right ventricular (rv) lead was freed up, an insulation breach was observed just distal to the pin section of the lead. The lead was explanted and replaced. No performance issues were noted with the lead while implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.